Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggests that this event is attributed to a mfg and inspection error. A screen of all product in the MFR's warehouse indicated no similar discrepancies. The MFR suggests that this anomaly is isolated to one lot of product and no further action is required.

Event description:
According to the distributor, the measurement scale of the teflon case for implants is incorrect. This event did not occur during a surgical procedure.